Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with sodium chloride injection (100ml, daily, intravenous, discontinued after two days), vancomycin (500ml, daily, intravenous, discontinued after 2 days) and ceftazidime injection (1g, daily, intravenous, discontinued after 2 days) for peritonitis. Seventeen days after diagnosis, the patient recovered from the peritonitis. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported the patient was not treated with sodium chloride injection for peritonitis. Pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.